Event description:
An attempt was made to deploy a 2.25mm diameter x 14mm length micro driver rapid exchange (rx) coronary stent into a pt. The lesion, at a bifurcation between the lad and its diagonal was reported to be severely calcified and tortuous. It was reported that multiple high pressure pre-dilations with a high pressure balloon were required to open the lesion. It was reported that 50% stenosis was still present after pre-dilations. The device was inspected prior to use with no issues noted. It was reported that difficulty was experienced during attempted placement and after pushing and pulling the device, the stent dislodged from its position on the balloon; however, it remained on the wire and the physician was able to insert a balloon through the stent and deploy it successfully. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval: results: (severe calcification, tortuosity, stenosis); (force applied to the device during attempted placement of the stent); (stent dislodgement).